Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon attempting the firmware upgrade, the pacemaker went into backup vvi mode. The device firmware download to the original settings was performed successfully. Another firmware update was not attempted. There were no patient symptoms reported.